Event description:
Product name: upspring milkscreen alcohol detection test strips for breast milk. Problem type: product quality / ineffectiveness (false negative). Description of event: I tested this product to verify its accuracy after consuming 4 standard alcoholic beverages (5% abv seltzers) over a 2.5-hour period. Alcohol was mathematically guaranteed to be present in my system and breast milk. I followed the manufacturer's instructions exactly: I expressed a milk sample, completely saturated the test pad for 3 to 5 seconds, removed excess liquid, laid the strip flat, and read the results at exactly the 2-minute mark. Despite the guaranteed presence of alcohol, the strip repeatedly showed a completely negative result with no color change. This product is marketed to breastfeeding mothers for infant safety. Because it provides false negatives even under perfect usage conditions, it creates a severe safety risk by falsely reassuring parents that their breast milk is free of alcohol when it is not.